Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the blood glucose had been fluctuating and that the insulin pump settings needed to be adjusted. She also reported that the buttons were becoming more difficult to press. No blood glucose reading was given. Nothing further was reported.